Event description:
During a PICC procedure, the guide wire was inserted through a blockage in the right subclavian vein. The outer coil became uncoiled during the procedure. The site reported no pt harm or injury.

Manufacturer narrative:
Eval anticipated, but not yet begun. Eval of the returned device is in process. Upon completion of the investigation, a follow-up MDR will be submitted.